Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which was noted on electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtbb1d1 bi-ventricular defibrillator, implanted on (B)(6) 2015. 694965 defib lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.